Event description:
Customer reported the male luer broke while in use on a pt. The event occurred in the pre-staging area of the cath lab. Stated the breakage occurred after the use of a curos cap. There was no pt harm. No medical intervention was required. Although requested, no further information was provided.

Manufacturer narrative:
MFR report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.